Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (does not communicate with test belt) has been confirmed. As rec'd, the monitor belt connector was intermittent. The cause of the inability to communicate with a test belt is the intermittent connector. The root cause of the intermittent connector cannot be positively identified. No adverse event resulted from the damaged connector.

Event description:
A zoll distribution returned a monitor indicating that it would not communicate with a test belt.